Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The sys was tested and found to be working as intended and returned to svc.